Event description:
The staff in the nicu was priming the IV line for an infant that has been having runs of supraventricular tachycardia (svt). It was noted when flushing the line, that there was a leak. They changed the stopcock and it leaked again. They changed lot numbers and it no longer leaked. Ref# mx5311 lot# 4323309.